Manufacturer narrative:
A replacement power adapter was sent to the customer. An initial review of the info in the complaint form was performed on (B)(4) 2011. It was determined the info did not meet the definition of a reportable event. Attempts to obtain additional info and the original product for return, including a formal written letter, were unsuccessful and the file was closed. On (B)(6) 2011, the customer sent an e-mail, providing additional details. The customer indicated there was sparking between the transformer and the cord. There was no breach in the transformer housing, but she did see sparking and exposed wires at the strain relief; no evidence of burning or fire. She also indicated that no injuries were sustained as a result of the issue. The original power supply was not returned for testing/ analysis. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported the transformer on the pump in style had exposed wires.